Event description:
It was reported by the affiliate that during a ladg procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.